Event description:
The perclose proglide device was used to close the left common femoral artery, and all catheters and wires were withdrawn. Perclose proglide device was used for hemostasis at the left side. As physician was deplyoing device, the suture broke. Another proglide was used without any issues. No harm to patient.